Event description:
It was reported that post a right internal carotid artery procedure using the rx acculink stent, the patient developed hypotension. The patient was treated with medication and was discharged on proamatine. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The reported patient effect of hypotension is a known adverse event listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.